Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported that the device migrated after pocket revision. The physician had the device sutured to the tissue but still it did not keep device from moving. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.